Event description:
Reporter stated that their wife suffers from chronic obstructive pulmonary disease (copd) and found that the oxygen concentrator which she uses had an extremely dirty filter, to the point where filter had mold and also seem to have some type of growth on it. It was also stated that there was no maintenance done by the j&l home medical equipment in over two years.